Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, health effect - impact code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code, health effect - impact code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed the annulus area was 368.1mm^2 (21.7mm), which is within the recommendation range for a 23mm sapien 3 ultra resilia valve. In this case, the complaints of leaflet motion restricted and deployed valve exhibits central regurgitation were unable to be confirmed due to the unavailability of relevant imagery and/or medical report. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet, including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, or post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets, resulting in central regurgitation. For this event, it was reported that the valve leaflets were pinwheeling, indicating that the valve was under-expanded. An under-expanded valve can have suboptimal leaflet coaptation with restricted leaflet motion, leading to central regurgitation. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Multiple patient factors could put the patient at risk for coronary flow obstruction during the tvr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one or more of the coronary arteries, and/or an aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result to a coronary obstruction. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, significant valve over sizing, and valve malposition could also contribute to this complication. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, landing zone to coronary ostia distance, length of the native valve leaflet, width of the valsalva sinuses, movement of the leaflets during balloon valvuloplasty (bv), patency of coronaries during bv, and expanded height of the intended valve. Assessment for coronary compression risk prior to implantation is recommended for valves implanted in pulmonary position. In this case, there was no allegation or indication a product malfunction contributed to the coronary occlusion. Investigation results indicate the patient was at high risk for coronary occlusion (patient factors). In addition, prior to the tavr procedure, a basilica procedure was performed with wires and balloons placed down each coronary artery for rescue purposes. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
Additional clarification per fcs: the reported compromised flow at the right coronary artery was confirmed to be a coronary occlusion.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the clinical specialist. Sections b5, g3, g6, h2 and h6: health effect - clinical code have been updated. Additions to sections b5 and h6: health effect - clinical code. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in a pre-existing aortic 29mm non-edwards (ew) transcatheter heart valve (thv) with stenosis and paravalvular leak. The patient was deemed high risk for coronary occlusion. Prior to the s3ur implant, a basilica procedure of both leaflets was successfully performed, and wires and balloons were placed down each coronary artery for rescue purposes. The s3ur valve was implanted in the intended position. Post deployment, the right coronary artery (rca) flow appeared compromised and the patient's systolic blood pressure measured low (<50mmhg). Thus, cardiopulmonary resuscitation (CPR) was initiated. Additionally, there was central aortic insufficiency (ai) ''as it appeared the sapien leaflets were not functioning fully, possibly because of the low blood pressure and also perhaps due to the outflow of the sapien being constrained resulting in pinwheeling/non-functioning leaflet(s)''. The valve-in-valve (s3ur in non-ew thv) were post dilated. CPR was paused and a second 23mm s3ur valve was implanted. There was no heart activity at this point and the patient was pronounced deceased.